Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the device was not sent in for repair and the phenomenon occurred only with 190 scope and not the 180 scope, the probable cause of the scope communication error was due to dust or grime attached on the electrical contacts. The instructions for use (IFU) states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the b30 scope communication error occurs with multiple 190 series scopes. Per instructions from tac, the customer cleaned the contacts with alcohol, powered off the unit, reseated the maj-1933 communication cable and powered on the unit. However, the communication error transpired again. The customer attempted a 180 series scope with no errors. Afterwards, the customer re-attempted the 190 series scope that was originally getting the error and the b30 cleared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred on a video processor. There was no patient involvement, no harm or user injury reported due to the event.